Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Medical records were provided and reviewed. Following day, CT scan revealed that an additional pe was identified on the right side within the lobar branch to the posterior segment of the right lower lobe. The findings are consistent with small to moderate sized bilateral pe one on the left and one on the right side. Three days followed by; angiogram was performed it revealed a small amount of thrombus was noted in the proximal stent as well as ivc peripheral to the filter. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, the patient was diagnosed with pulmonary embolism post implant; however, the status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Medical records were provided and reviewed. Following day, CT scan revealed that an additional pe was identified on the right side within the lobar branch to the posterior segment of the right lower lobe. The findings are consistent with small to moderate sized bilateral pe one on the left and one on the right side. Three days followed by; angiogram was performed it revealed a small amount of thrombus was noted in the proximal stent as well as ivc peripheral to the filter. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.